Manufacturer narrative:
During testing, at the service center the device did not sound a alarm tone prior to power loss while on battery power. The probable cause was a broken battery door. This report represents all the info known by the reporter upon query hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of "the device has failed the power check. It will work on mains power but not on batteries". No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center the device did not sound an audible alarm tone prior to powering of while on battery power.